Event description:
Customer reported via webform a sensor detachment with the adc device. As a result, customer experienced a seizure or a loss of consciousness and no third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is undergoing extended investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no physical damage was observed. Visual inspection was performed on the sensor adhesive and 25 % of the adhesive was observed to be peeling off the patch. Extended investigation has also been performed. The skin patch was observed to be torn which is consistent with successfully adhering to a surface and properly functioning on the body. Inspection of the sensor puck mount was performed, and adhesive residue was observed in the puck mount. The adhesive residue was tacky/sticky which is consistent with a properly functioning adhesive layer. Contamination of a foreign chemical was observed on the skin patch which is consistent with cleaning and prepping the insertion site before application therefore, the issue is not confirmed as the foreign chemical caused loss of adhesive strength. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with the adc device. As a result, customer experienced a seizure or a loss of consciousness and no third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported via webform a sensor detachment with the adc device. As a result, customer experienced a seizure or a loss of consciousness and no third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The dhrs (device history review) for the freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor kits passed all tests prior to release.this serves as a correction report. Section h-10 was inadvertently missing the extended investigation in the previous follow up #1 report. Section h-10 has been updated.